Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause has been attributed to user preference issue.

Event description:
Event became reportable based on additional info received 10/30/08. It was reported that during a renal artery stenting procedure, an incorrect size stent was implanted. The lesion was located in the ostial region of right renal artery. Upon the advancement and implant of the wallstent endoprosthesis with unistep plus delivery system at the lesion, the physician noted that the lesion was longer than it appeared on the angiography screen. There was no issue with the device. The stent was explanted and the procedure was successfully completed with a different device. No pt injuries or complications were reported. The pt's status was reported as "good".